Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.2 hardware was failed. A field service engineer (fse) had removed the back panel and checked all leds on the controller boards. The fse then removed the back of the drawer, took out the drawer controller board, and replaced it. But unable to test in hardware test application (hta). Fse attempted to dial into the station but faced issues. Accessed remote smart service (rss) page, logged into carefusion admin, disabled ipv6 on both adapters, turned off firewall, and rebooted the station. After reboot, dialing in failed with a network error during agent download. No tests were conducted as fse could not dial in, but the station was online in rss. Then, the customer confirmed the information technology team will resolve that issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.